Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of call was 30mg/dl. Troubleshooting was performed. It was stated that the customer bolused 20.0 units late in the evening, and later his glucose level dropped. The customer's most recent glucose reading was 325mg/dl, but he was monitored and bolusing as needed. No further info was provided.